Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as indentations under the back electrodes that are starting to bleed. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care team is caring for the irritation. Follow up indicated that the skin irritation improved.